Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a exploratory laparoscopy procedure, the device's tissue pad curled up at the ends and was melted. Another device was used to complete the procedure. There was no adverse consequence to the patient.